Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired in (B)(4) 2010, after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR # 1225714-2013-02927.

Manufacturer narrative:
This is one of two device reports related to this event, the associated MFR report numbers are 1225714-2013-02927. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received alleged that the patient experienced a sudden cardiac arrest and expired two days later, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.